Event description:
On (B)(6) 2012, t2 nail extracted operation was performed. When used the handle idled and was not able to be use. It seems that the welding between an axis of the handle and a ratchet part came off.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.